Manufacturer narrative:
The instrument was returned and evaluated. The reported complaint of a broken wire was confirmed. One grip close cable was broken. The idler pulley spun freely and did not exhibit damage. The broken cable segment stuck out at the wrist. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s procedure a wire broke on the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. There were no missing pieces or fallen pieces reported.